Event description:
The customer reported the x-ray tube has malfunctioned and displayed the following message: "dp arp not accepted, please call service". They are unable to work.

Manufacturer narrative:
(Method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA.